Event description:
The following description of the event was documented by the affiliate tech support specialist in response to an e-mail message from a user facility rep. "Says that he got a shock from the main plug on the 3100b, so they carried out testing on it. They say that it does not meet their country regulations and should have a bleed resistor in the mains filter." The following info concerning the event was supplied by the reporting facility in response to our letter. "This is a design error not a component failure. The main filter does not include a bleed resister to discharge the charge held on the capacitors after disconnected from the main."

Manufacturer narrative:
A letter was sent via email to the user facility requesting additional info on the incident.